Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty mother board. The insulin pump was monitored and operating currents within were within specification after replacing faulty mother board. No low battery alerts noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a constant tone occurring. The customer also reported that the insulin pump was frozen on version screen. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the constant tone did not disappear after insulin pump rest and inserting a new battery. The insulin pump will be returned for analysis.